Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject device was noted to have kinks from the distal tip due to procedural and/or anatomical factors during use. Functional tests showed that the device was unable to be inflated due to solidified contrast media within the device, which was noted on a mandrel after insertion into the device. The contrast media was unable to be removed after soaking the device. The device was cut towards the distal end in order to perform an inflation test. The balloon was then inflated and deflated without issue, there was no indication of any hole/ perforation to the inflated balloon. The event was not confirmed based on the analysis of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event, an assignable cause of not confirmed will be assigned to the reported complaint. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release.

Event description:
It was reported that during coil embolization procedure, the balloon catheter used deflated unexpectedly ( possibly due to a hole in the balloon. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during coil embolization procedure, the balloon catheter used deflated unexpectedly ( possibly due to a hole in the balloon. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.